Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize a loaded slide clamp which was reproduced as the device did not recognize an open-door state. Evaluation found the cause during a visual inspection to be a depressed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize a loaded slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.